Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they were not entering their blood glucose level at the time of bolus, and just taking a guess as to how much insulin to take. It was noted that the customer was not touching the pump and putting in the correct blood glucose to allow for the right bolus to be administer. The customer was educated on proper procedures. The spouse was advised to have customer call back if issues persist.